Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, 100% stenosis in the distal right coronary artery. Reportedly, the 1.5 x 12mm rx tenku balloon catheter was advanced but did not cross the lesion so dilatation was performed short of the lesion; however, the balloon ruptured at first inflation of 8 atmospheres. A 1.2 x 6mm rx tenku balloon catheter was able to cross the lesion and inflated without any issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.